Event description:
It was reported that during a lead revision (manufacturer report number 3006705815-2022-00400, 3006705815-2022-00401), communication with the ipg was lost. The ipg was placed into surgery mode prior to the procedure. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.